Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager balloon ruptured at the third inflation at 10 atm. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated was moderately calcified, which could have contributed to the rupture. Furthermore, since it did not rupture until the third inflation, it is possible that the balloon became damaged during the procedure. However, without an analysis of the device, a definite root cause for the balloon rupture cannot be determined.